Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported the screen on this avea ventilator does not power up. The customer reported that the screen flickers then the screen becomes black. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa lab performed multiple power on cycles on the suspect control board on a test uim. The failure analysis lab was able to duplicate the reported issue, secondary to material fatigue. This issue will be internally investigated within carefusion.